Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was 134 mg/dl. The caller stated that the device might have been exposed to moisture from the humidity. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.